Manufacturer narrative:
The customer¿s complaint has been visually verified and the root cause was determined to be associated with the device potentially coming into contact with the boundaries of a metal object such as the slotted cannula that was reported to be used to facilitate access. The instructions for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip procedure using a dyonics rf-s cross 50 degree probe, the tip of the probe detached while inside the surgical site. The detached tip was unable to be retrieved and was abandoned inside the patient. The procedure was completed using a back up device, without significant delay. There were no patient complications reported as a result of this event.